Manufacturer narrative:
Date of birth: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla ii guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the distal shaft is kinked at the collar. There is a kink to the hypotube 116.7cm from the handle. Microscopic inspection revealed that the exit notch is damaged. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the distal shaft is kinked.

Event description:
Reportable based on device analysis completed on 23dec2019. It was reported that device severely kinked. The target lesion was located in the right coronary artery. A 6f guidezilla ii was selected for use. During the procedure, it was noted that device was severely kinked at the distal end. The device was removed by pulling it out through the guide catheter. The procedure was completed with another of same device. No complications were reported and patient was fine post procedure. However, device analysis revealed a damaged exit notch.